Event description:
Additional information received indicated that the generator had migrated under the arm and eroded through perfectly healthy skin. No infection and no manipulation or trauma was suspected, the physician didn't know what had occurred as they had not had a situation like this previously. It was reported that the generator was not secured with a suture during implant; however, the surgeon indicated that he utilized a "very small pocket." The physician speculated that possibly just movement of the arm caused the issue; however, he was not certain. No additional information was provided.

Event description:
It was reported that the patient had been hospitalized and was scheduled for a generator revision surgery due to extrusion of the generator. The generator was replaced on (B)(6) 2012. Information was received from the treating neurologist indicating that the patient was seen in february and, at that time, no issues were identified. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.